Event description:
Contacted baxter's tech service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 4/5 of her automated peritoneal dialysis therapy. Per initial report, the home pt disconnected transfer set from the pt line of the homechoice cassette without pausing therapy. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.